Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. An electrocardiogram revealed noise on the ventricular lead. The noise was not reproducible. No intervention was reported and the patient would be monitored.